Event description:
It was reported that during a procedure a maestro 3000 remote control panel had the 'rf power control button' physically stick making it difficult to deliver and halt rf delivery. This issue occurred during a prior procedure. The device will be retained by account and equipment is end of life. The procedure was successfully completed with the same device with no patient complications.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.